Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 418mg/dl. Troubleshooting was performed. Reviewed the alarm history and found that the insulin pump alarmed several times. The date and time were incorrect. The bolus history showed that the last bolus was delivered two days prior to his admission. The customer stated that he ate breakfast, lunch, and dinner and then passed out and woke up three days later. Ran a fixed prime test and the insulin exited. Perform the high-pressure test and passed within specifications. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.